Manufacturer narrative:
Additional: (model #, catalog #), : patient code - (surgical intervention required, extended or time). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric surgery, the clips did not close in the middle of the loading unit at a length of five to six cm, the stitch line was left with defect.